Manufacturer narrative:
Investigation is ongoing and investigation conclusions will be made available once investigation is completed.

Event description:
Additional information was received: there was no damaged noticed on the guidewire prior to use. Portal guidewire distal end was not wiped using cloth/gaze before use and device tip was c shaped. Device was hydrated as per dfu. A competitor's 14" microcatheter was also used during the procedure, with no issues noted during the procedure and hydrated before use. No significant force was applied to move the guidewire to the required position. Portal was not removed and reinserted in the patient's body. Distal tip did not remain in prolapse condition or was it buckling during the procedure. No resistance was felt while advancing the devices. Physician considered portal was not excessively rotated during the procedure while advancing the device to the target location. The incident delayed the procedure completion. Patient is in good conditions. No further issues reported to the patient.

Event description:
A patient with favorable anatomy and no relevant tortuosity was submitted to a procedure to treat an aneurysm. During the procedure, while the physician positioned the microcatheter at the entrance of the aneurysm, it was noted that the guidewire was not moving in the image, therefore it was pulled out and the tip was found to be detached. The distal part of the device detached inside the patient and the physician made an attempt to remove it with a 4x30 stent retriever, and a second attempt was with a second 4x30 stent retriever simulataneously used in a y movement. The detached part of the device was brought a little further freeing access to the aneurysm to be treated. After the occlusion of the aneurysm, the physician successfully removed the tip of the guidewire using a snare in combination with the two existing stent retrievers and ended the procedure. CT scan was performed in the room and found no damage to the patient´s brain. The patient was left awake and no health consequences were further reported.

Manufacturer narrative:
The device was discarded and will not be returned for investigation. Video images were provided by the customer. Additional information was requested to support this investigation, to determine the cause of this event.

Manufacturer narrative:
Investigation report is now completed. The device detached inside the patient. The separated fragment of the guidewire was successfully removed from the patient's anatomy using a snare. Patient condition was reported to be "good". The device was not returned for analysis; however, based on the DHR review completed by contractor manufacturer of portal device lake region medical/integer, there was no evidence that may suggests that the design of the guidewire or any manufacturing-related concerns contributed to the incident. The finished devices passed all the tests as per the specifications. Images provided during investigation did not add relevant information rather than confirming detachment. Investigation conclusion suggests that it is possible that the guidewire detached due to compressive stress applied by the physician (rotating and pulling) while the guidewire was moved in and out during the procedure. However, this cannot be decisively determined as the portal guidewire in question was not returned for analysis. Correction: a6. Was ticked as 'white' in error on the initial report. Race is unknown, therefore should remain 'unticked', as in follow up report 1.